Event description:
Patient had a 16 fr foley catheter in. It is labeled 5cc but the retention balloon can be filled with 10cc which it was. When it was time to be taken out, approximately 6-7cc of fluid was removed from the retention balloon via the needleless valve. However, the foley catheter wouldn't come out. The surgical team was notified. Further attempts were made to take it out but those failed too; until his surgeon successfully pulled it out. The balloon was unable to be totally deflated and had at least 5cc of fluid in it, even after the port of the retention balloon was cut. The tube afterwards was cut up to within a few inches of the balloon without it deflating.